Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 188 mg/dl. The customer stated that the device was in a case to keep insulin cool and walked around and got in the bus and heard the alarm . The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.